Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'system error 345' was reproduced. A review of the event history log (ehl) revealed multiple occurrences of system error 345 messages. The reported condition was verified. The cause of the condition was determined to be a failed force sensor. The downstream sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during device power up in the biomed service department. There was no patient involvement. No additional information is available.